Event description:
I am a pt who had the essure implant placed in (B)(6) of 2008. I have been having problems for quite sometime now and every time I go to my obgyn they tell me that everything looks okay. I do not understand why I have been having bad pains in my lower left side of my stomach, why when I get up in the mornings and stretch I have a stabbing pain in my lower left part of my stomach, I have really bad bloating problems. I cannot do certain sexual positions, yes I have only had one partner in the last (B)(6). I have morning sickness every morning. I went to my doctors office on (B)(6), 2015 so I could get checked again. I have to go back for an ultrasound to check my essure. I did not have any of these symptoms before I had the essure implant.